Manufacturer narrative:
The healing abutment would not seat due to the driver not engaging properly with the implant, ultimately damaging the internal drive feature of the implant. There is no other alleged malfunction of the healing abutment. Therefore, the healing abutment does not meet reportability requirements. No further medwatch reports will be submitted on the healing abutment for this event.

Event description:
The healing cap would not seat after the driver would not engage the implant properly and the implant drive feature became damaged.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown healing cap could not be seated onto the implant. The procedure was completed by removing implant and placing a new one in the same procedure.